Event description:
Pt admitted 6/24/94, newly diagnosed aml. Positive psa culture 9/94. Pt infected but survived. This pt was identified when searching the database for pts with very resistant psa who were on the identified nursing unit. Abstract attached. Date of event 6/24/94 - 10/19/94.